Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the more the stimulation was used, the patient felt more burning sensation, heat, and swelling at the ipg site. It was also reported that the patient had pain and seemed hypersensitive to the leads and even felt the stimulation running from the back to the pocket site and was painful to the touch. Database analysis done to investigate pain at the pocket site did not reveal the cause and that the device appeared to be working as expected. It was believed that the condition had gotten worse and there was now what looked like bruising and pain coming from the pocket site. The physician's opinion was that it looked like the ipg site was infected and was not sure if it was device related. The patient was started on antibiotics and will undergo an explant procedure due to an infected scs.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the more the stimulation was used, the patient felt more burning sensation, heat, and swelling at the ipg site. It was also reported that the patient had pain and seemed hypersensitive to the leads and even felt the stimulation running from the back to the pocket site and was painful to the touch. Database analysis done to investigate pain at the pocket site did not reveal the cause and that the device appeared to be working as expected. It was believed that the condition had gotten worse and there was now what looked like bruising and pain coming from the pocket site. The physician's opinion was that it looked like the ipg site was infected and was not sure if it was device related. The patient was started on antibiotics and will undergo an explant procedure due to an infected scs.